Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was seen at a hospital where the following tests were completed: ECG, eeg, CT scan, and blood test but no treatment was rendered for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) was returned and visual inspection was performed and no issues were observed. Meter powered on with button depression and known good strip insertion. Control solution testing has been performed. The test was started after the sample was applied. Therefore, issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was seen at a hospital where the following tests were completed: ECG, eeg, CT scan, and blood test but no treatment was rendered for the reported issue. There was no report of death or permanent injury associated with this event.